Manufacturer narrative:
Concomitant medical products: 3058 urinary ipg; 3889-28 urinary lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronic raising threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.